Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they did not know the cause of the stimulation changing on its own. The rep stated that they thought the stim was still changing and that the patient was manually setting stim where they wanted it. The patient was getting relief when at higher settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator for spinal pain. It was reported the rep set the patient's stimulation to 1.8ma twice using the tablet but when they exited the session and went to work with the patient's controller the stimulation was showing 0.1; the rep said this had occurred twice now. The rep confirmed that both the tablet and the ctm were shut off and they were not using adaptive stimulation (as) at all. The rep said that when the patient manually turned up their stimulation from 0.1 to 1.8, it worked fine and stayed there. The rep didn't want to do any further troubleshooting. The patient reported that they were not getting results with the ins so they met with the rep for reprogramming. The patient further clarified that their symptoms have been better but it was not what they were expecting. The patient stated that the rep set up hd settings at 1.8 and the settings seemed to be working better for the patient's symptoms. The patient said their back started hurting so they went to check the controller and stimulation went to 0 from 1.8; the patient then increased the stimulation back to 2. The patient stated that the stimulation dropped to 1.8 after it was set at 2.0 and that it had happened 3 times. The patient set the stimulation to 2.0 the night prior to the report and on the morning of the report it was set at 1.8. The patient believed that they set to stimulation to 2.0 and it decreased to 1.8 hours later. During troubleshooting, the patient mentioned seeing a no device found screen but was able to connect to the controller shortly after seeing that screen. The patient confirmed that their therapy was on, as was enabled, and was on group a on program 1. The patient stated that they have the stimulation set on 2.0 and as is enabled. Patient services reviewed the possibility of the stimulation changing due to as. The patient turned the as off and stated as hasn't made much of a difference to their symptoms; the patient said they will see if the stimulation stays at 2.0 instead of dropping down to 1.8. Patient services reviewed to monitor when the stimulation is changing and to keep a log if possible and to lock the controller in case buttons are accidently being pressed; the patient stated that they lock the controller when they are done using it. No further complications were reported/anticipated.